Manufacturer narrative:
A portion of the suspect device was returned for evaluation. The complaint is confirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular intervention the tip of the wire detached within the patient's superficial femoral artery while positioning a vascular stent. The physician decided to deploy the stent pinning the wire tip within the inner lumen of the patient's superficial femoral artery. No patient injury to report.